Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2015 and suture was used. Nine days later, infection, smell and a local reaction were observed around the suture lines of the rectus sheath. The patient received antibiotics. The wound was cleaned, re-sutured and dressed. Cultures were performed but no specific result was reported. Additional information was not provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: retained samples were retrieved for evaluation. The retained samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs and no defects were observed. The retained samples were functionally tested for sterility and found to meet the specification.